Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly the customer declined troubleshooting with tandem technical support. There was no adverse impact to the customer¿s blood glucose level.